Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "a ventilator inoperative" code was found in the ventilator's downloaded error log. The device's main board was replaced to address the issue. No abnormality was confirmed but the following parts were replaced as regulated by maintenance procedure to prevent failure: blower kit and inlet foam kit. Unit was checked overall, cleaned and functionally tested. Software version was upgraded from ver.3.6 to ver.3.6.1. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.